Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) a batch review will be performed. The device was received for evaluation. Visual inspection did not identify any abnormalities related to the reported condition. The reservoir was observed to be fully intact. Functional testing was performed by filling the bladder with water; no evidence of rupture/burst was observed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a multiday infusor burst. This occurred during filling with 20mg morphine hydrochloride, 2 vials of haloperidol, 3 vials of buscapine, and 1 vial of sinogan. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.